Event description:
Co rep reported that surgeon caused fragmentation of guide wires during use in the body on 2 occasions using facility's rci router. Surgeon reported all fragments were retrieved from the bodies. No pt injuries or surgical complications resulted from these situations.